Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 335mg/dl. Customer alleged that bolus deliveries would only bring their bg level down 5 points; sometimes not at all. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer reverted to manual injections for insulin therapy.